Manufacturer narrative:
Insulin pump received with no button response due to unlocked j2/lcd keypad connector. Unable to perform displacement test and self test due to no button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels 47 mg/dl. Customer stated that up button were not working. Customer stated that the time was advancing. The insulin pump will be returned for analysis.